Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had a calibration error. Customer's blood glucose 99 mg/dl. The customer was advised to wait until blood glucose are stable to calibrate. The customer was advised to wait 60 minutes and verify isig has stabilized before entering a new value into the pump. The customer also reported via phone call indicating that they had change sensor alarm. Customer's blood glucose was 126 mg/dl. The customer stated that bad sensor alert occurred after 2nd consecutive calibration error. The customer was advised and discussed timing of calibrations leading to the alert and calibration protocol. The customer was advised to remove and change out sensor. The customer was advised that the sensor will need to be replaced.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance test and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings.